Event description:
The reporter stated the device "failed accuracy" with results at 13.15% above nominal. No known adverse effects to patient.

Manufacturer narrative:
Additional information: date of event,concomitant medical products. One cadd-legacy 1 pump was returned for analysis and no damage was observed on the pump. Delivery accuracy testing was performed in order to verify the customer's claim. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%.